Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the neuropraxia could not be determined. This is recognized as a potential event during neurosurgical general anesthesia. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).

Event description:
A (B)(6) patient underwent nanoknife treatment to the liver on (B)(6) 2009. The patient developed neuropraxia in the right arm. A patient follow-up visit on (B)(6) 2009 indicated that the neuropraxia was resolving.